Event description:
It was reported that immediately after insertion of the iab, the pump began to alarm, and blood was seen entering the helium tubing. The iab was removed and replaced without any pt complications.